Event description:
It was reported that during a laparoscopic gastric bypass, the device was fired and no staples were formed. The device cut, but did not staple. The surgeon converted from laparoscopic to open to complete the procedure.